Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented for a lead revision after the left ventricular lead had not been functioning for several months and in office all vectors were attempted with no capture. During the lead revision procedure, fluoroscopy showed that the left ventricular lead dislodged and was in the pocket. Physician attempted to gain access but was unable to advance the wire due to svc occlusion. The case was then aborted and instead the device was electively explanted and upgraded to a device with a header that could accept an epicardial lead. The patient was stable post-procedure.